Event description:
The attorney reported via electronic mail that the customer was hospitalized due to high blood glucose levels. The caller stated that the customer had high blood glucose in the mid-400 mg/dl range while using the insulin pump on (B)(6) 2014. On the next morning, his blood glucose rose to 570 mg/dl. The customer's doctor advised him to increase his basal rate, which the caller stated was ineffective in lowering his blood glucose. The customer then treated using a manual injection, bring his blood glucose to 370 mg/dl. The next morning, the customer's blood glucose rose to 532 mg/dl, and by the time he reached the hospital, his blood glucose was 738 mg/dl. The customer had to be put into a medically-induced coma and was hospitalized for 5 weeks. The caller reported that the customer experienced difficulty with balance and was undergoing physical and occupational therapy at home. The caller stated that the insulin pump and infusion set were to be tested but that the battery was already dead.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-64396.